Manufacturer narrative:
The subject device was returned to olympus for evaluation. Upon visual inspection, the rubber valve was observed to be broken. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that during an unspecified procedure, when the doctor inserted the inductor curette (cc-6dr guiding device) and attached the forceps plug (maj-210 single use biopsy valve) to the forceps channel, a semi-circular 1-2 mm part of the forceps plug dropped into the patient¿s body. The dropped piece was retrieved with no damage to the patient¿s health. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed because the device is an accessory. Based on the results of the investigation, the broken rubber valve may have been caused by damage from overload due to inserting it at an angle or inserting it with the tip bent when inserting the inductor. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "insert the endo-therapy accessory into the valve as straight as possible." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained. The device history record could not be conducted because the lot number is missing. The manufacturing date is march 2022. It was reported that the object was retrieved from the patient using a bf scope, it is still unknown which part of the lung or bronchus it fell in. Olympus will continue to monitor the field performance of this device.